Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated an alert for consistently high out of range pacing impedance resulted in automatic polarity switch. Additionally, the patient was experiencing discomfort due to pocket stimulation after the polarity switch occurred. No changes or intervention were reported. The patient condition was not known.